Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the reports and provided recommendations for following actions. The device remains in use. No additional adverse patient effects were reported.